Event description:
In 2004, a gore excluder bifurcated endoprosthesis was implanted to repair bilateral iliac artery aneurysms. In 2005, a type ii endoleak was identified. One month later, coiling of the medius profunda and lateralis profunda was performed. At approximately 10 weeks later, a computed tomography scan revealed that the type ii endoleak persisted, the pt had a non-aneurysmal dilation, and that the pt had a chronic right external iliac dissection. About 6 months later, the patient's left common iliac artery aneurysm had increased in size. In 2006 two gore excluder aaa endoprosthesis aortic extender components were implanted. Further investigation is pending.